Event description:
It was reported that a malfunction alarm occurred. Reportedly, the contact did not have an alternate method of insulin therapy at the time of the call and declined a follow-up from tandem technical support. Customer¿s blood glucose level was 175 mg/dl.